Event description:
Information was received from a patient receiving intrathecal dilaudid 2.0mg/ml at .0245mg/hour via an implantable pump for spinal pain. It was reported that the patient was scheduled to have their pump refilled, but due to computer issues, the patient was delayed another week, and the healthcare provider was unable to see the patient until today. The patient stated they thought she was 3 weeks past her refill date. From the pump printout on february 2nd, the patient's last refill, the patient read '2.0mg/ml, our .0245mg/hour,' but the patient stated they had dilaudid. The patient stated they knew the pump was empty at the time of the appointment they had earlier this morning because the alarm was going off every so often prior to the appointment, and on the way home, the alarm started going off again. The patient inquired if medtronic had access to the pump to confirm if the pump was working or not. The patient mentioned they had a follow up appointment on the 30th with the doctor about the issues she'd been having, but was concerned pump was not working. The agent didn't confirm if the caller meant issues as in scheduling and/or the pump alarming now to focus on reason for call. The patient inquired about a medtronic rep and the agent reviewed. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.